Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited undersensing and high capture thresholds. The ra lead was explanted and replaced. The patient's condition was noted to be stable throughout the procedure.